Manufacturer narrative:
Pta was performed on a target lesion in the lower limb and during removal of an amiia balloon catheter it became stuck inside the sheath and could not be removed. After several attempts were made the amiia was successfully removed outside of the patient's body. The lesion was heavily calcified. A non sterile amiia 5.0mm x 40 mm, 142 cm was received coiled and inside a bag. The balloon appears as if it was inflated and deflated. Also the balloon has liquid residues inside and balloon crossing looks normal. The shaft was found to be damaged as crush at 26.5 cm (at transition area) until 31 cm from the distal tip. No other anomaly was detected. The damaged shaft section was observed under microscope at 25x of magnification and it was noted that the shaft was crushed, also the transition area present residues of blood. The mb's do not present any anomaly. Per pd0051 rev 16 the od for the proximal seal specification is that the od proximal must pass the csi or gc required, in this case it is requires a 4fr csi and 6fr gc. Even though that the shaft was received compressed/crushed, attempts were done in order to insert the device in the csi of 4fr and gc of 6fr per pd0051 rev 16 and it passed without difficulty. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The withdrawal difficulty-through guide/sheath reported by the costumer was not confirmed. The compliant file information and the analysis suggest that procedural factors appear to be impacted on the damage of compressed/crushed of the shaft. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that this kind of failure could be related to the assembly manufacturing process; therefore, no corrective action will be taken at this time. The exact cause of the stent premature deployment that was found on the returned unit could not be determined. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Concomitant devices: sheath: terumo; guidewire: truefinder (terumo) and deja vu; post:dilatation: 6x40mm amiia balloon; device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device is available for testing and evaluation, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Event description:
Pta was performed on a target lesion in the lower limb and during removal of an amiia balloon catheter; it was stuck inside the sheath and could not be removed. After the several attempts were made, the amiia was removed outside of the patient's body. The lesion was heavily calcified with no vessel tortuosity and the rate of stenosis was unknown. Access was made from behind the knee with a 4f sheath introducer (terumo) and the approach was made contralaterally with 6f catheter (details unknown). The target lesion was crossed with the guidewire (truefinder, terumo) and it was changed to dejavu. The lesion was successfully pre-dilated with the amiia balloon catheter (423-5040w, r1007108, complain product). Following removal of the device, 3 smart control stents (details unknown) were placed in the lesion and post-dilatation was conducted with a 6x40mm amiia balloon. The procedure was completed without any other problems. There was no adverse event and the patient was in stable condition following the procedure. The product prepped normally and additional details regarding the procedure are not available.